Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "ap optical sensing module failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn for the event of "ap optical sensing module failure" alarm because the manager of compliance department and the sales service representative tried several times to contact the hospital to retrieve the information but no information was made available. (B)(4).